Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping"), endometritis ("inflammatory changes consistent chronic endometritis"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("heavy vaginal bleeding") and gastritis ("gastritis") in a 37-year-old female patient who had essure (batch no. B34605) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included bladder spasm and polycystic ovarian syndrome. Previously administered products included for acid reflux: omeprazole. Concurrent conditions included urinary tract infection, asthma and benign positional vertigo. Concomitant products included antibiotics for cystitis interstitial, aciclovir sodium (acyclovir alpharma) and mupirocin for dermatitis and nickel sensitivity, ketorolac, sumatriptan and sumatriptan (imitrex) for migraine and headache, ciprofloxacin and panadeine co (tylenol #3) for vaginal discharge, cystitis interstitial and bladder infection as well as butalbital from 3-jun-2013 to 24-apr-2014. In 2013, the patient experienced migraine ("migraines"), headache ("headaches"), ear pain ("ear pain"), nasal discomfort ("nose problems") and oropharyngeal pain ("throat pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced ovarian cyst ("right ovarian cyst"). On (B)(6) 2014, 3 months 31 days after insertion of essure, the patient experienced the first episode of dermatitis ("dermatitis"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In 2014, the patient experienced gastritis (seriousness criterion medically significant), alopecia ("hair loss") and madarosis ("thinning of eyebrows"). On (B)(6) 2014, the patient experienced cystitis ("bladder infections / frequent bladder infection"), urinary tract infection ("urinary tract infection"), cystitis interstitial ("interstitial cystitis") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("painful menstrual cycles"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia"), dizziness ("dizzy"), the second episode of dermatitis ("dermatitis"), adnexa uteri pain ("constant pain in tubes and ovaries"), tonsillitis ("tonsel") and endometriosis ("inflammatory changes consistent with chronic endometriosis"). The patient was treated with aciclovir sodium (acyclovir alpharma), mupirocin, surgery (hysterosalphingectomy to remove the essure device), surgery (hysterosalphingectomy to remove the essure device), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, endometritis, menorrhagia, vaginal haemorrhage, gastritis, pelvic pain, dysmenorrhoea, fatigue, cystitis, allergy to metals, female sexual dysfunction, dyspareunia, urinary tract infection, cystitis interstitial, migraine, headache, ovarian cyst, vaginal discharge, metrorrhagia, dizziness, the last episode of dermatitis, alopecia, madarosis, tonsillitis and endometriosis outcome was unknown, the ear pain, nasal discomfort and oropharyngeal pain was resolving and the adnexa uteri pain had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, cystitis, cystitis interstitial, dizziness, dysmenorrhoea, dyspareunia, ear pain, endometriosis, endometritis, fatigue, female sexual dysfunction, gastritis, headache, madarosis, menorrhagia, metrorrhagia, migraine, nasal discomfort, oropharyngeal pain, ovarian cyst, pelvic pain, tonsillitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of dermatitis and the second episode of dermatitis to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms . Diagnostic results: on (B)(6) 2012, blood test fro pregnancy was negative. Most recent follow-up information incorporated above includes: on 10-jul-2018: plaintiff fact sheet received. Event added: chronic inflammatory changes consistent with chronic endometriosis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping"), endometritis ("inflammatory changes consistent chronic endometritis"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("heavy vaginal bleeding") and gastritis ("gastritis") in a 37-year-old female patient who had essure (batch no. B34605) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included bladder spasm and polycystic ovarian syndrome. Previously administered products included for acid reflux: omeprazole. Concurrent conditions included urinary tract infection, asthma and benign positional vertigo. Concomitant products included antibiotics for cystitis interstitial, aciclovir sodium (acyclovir alpharma) and mupirocin for dermatitis and nickel sensitivity, ketorolac, sumatriptan and sumatriptan (imitrex) for migraine and headache, ciprofloxacin and panadeine co (tylenol #3) for vaginal discharge, cystitis interstitial and bladder infection as well as butalbital from 3-jun-2013 to 24-apr-2014. In 2013, the patient experienced migraine ("migraines"), headache ("headaches"), ear pain ("ear pain"), nasal discomfort ("nose problems") and oropharyngeal pain ("throat pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced ovarian cyst ("right ovarian cyst"). On (B)(6) 2014, 3 months 31 days after insertion of essure, the patient experienced the first episode of dermatitis ("dermatitis"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In 2014, the patient experienced gastritis (seriousness criterion medically significant), alopecia ("hair loss") and madarosis ("thinning of eyebrows"). On (B)(6) 2014, the patient experienced cystitis ("bladder infections / frequent bladder infection"), urinary tract infection ("urinary tract infection"), cystitis interstitial ("interstitial cystitis") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("painful menstrual cycles"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia"), dizziness ("dizzy"), the second episode of dermatitis ("dermatitis"), adnexa uteri pain ("constant pain in tubes and ovaries"), tonsillitis ("tonsel") and endometriosis ("inflammatory changes consistent with chronic endometriosis"). The patient was treated with aciclovir sodium (acyclovir alpharma), mupirocin, surgery (hysterosalphingectomy to remove the essure device), surgery (hysterosalphingectomy to remove the essure device), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, endometritis, menorrhagia, vaginal haemorrhage, gastritis, pelvic pain, dysmenorrhoea, fatigue, cystitis, allergy to metals, female sexual dysfunction, dyspareunia, urinary tract infection, cystitis interstitial, migraine, headache, ovarian cyst, vaginal discharge, metrorrhagia, dizziness, the last episode of dermatitis, alopecia, madarosis, tonsillitis and endometriosis outcome was unknown, the ear pain, nasal discomfort and oropharyngeal pain was resolving and the adnexa uteri pain had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, cystitis, cystitis interstitial, dizziness, dysmenorrhoea, dyspareunia, ear pain, endometriosis, endometritis, fatigue, female sexual dysfunction, gastritis, headache, madarosis, menorrhagia, metrorrhagia, migraine, nasal discomfort, oropharyngeal pain, ovarian cyst, pelvic pain, tonsillitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of dermatitis and the second episode of dermatitis to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Diagnostic results: on (B)(6) 2012, blood test fro pregnancy was negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping") and gastritis ("gastritis") in a 37-year-old female patient who had essure (batch no. B34605) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included bladder spasm and polycystic ovarian syndrome. Previously administered products included for acid reflux: omeprazole. Concurrent conditions included urinary tract infection, asthma and benign positional vertigo. In 2013, the patient experienced migraine ("migraines"), headache ("headaches"), ear pain ("ear pain"), nasal discomfort ("nose problems") and oropharyngeal pain ("throat pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced ovarian cyst ("right ovarian cyst"). In 2014, the patient experienced alopecia ("hair loss") and madarosis ("thinning of eyebrows"). On (B)(6) 2014, 10 months 14 days after insertion of essure, the patient experienced cystitis ("bladder infections"), urinary tract infection ("urinary tract infection"), cystitis interstitial ("interstitial cystitis") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), the first episode of fatigue ("fatigue"), allergy to metals ("nickel allergy"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the second episode of fatigue ("fatigue"), gastritis (seriousness criterion medically significant), the first episode of dermatitis ("dermatitis"), metrorrhagia ("metrorrhagia"), dizziness ("dizzy"), endometritis ("inflammatory changes consistent chronic endometritis"), the second episode of dermatitis ("dermatitis"), adnexa uteri pain ("constant pain in tubes and ovaries") and tonsillitis ("tonsel"). The patient was treated with aciclovir sodium (acyclovir alpharma), mupirocin, sumatriptan (imitrex), ketorolac, sumatriptan and surgery (hysterosalphingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic pain, vaginal haemorrhage, dysmenorrhoea, cystitis, allergy to metals, menorrhagia, female sexual dysfunction, dyspareunia, the last episode of fatigue, gastritis, urinary tract infection, cystitis interstitial, migraine, headache, ovarian cyst, vaginal discharge, metrorrhagia, dizziness, endometritis, the last episode of dermatitis, alopecia, madarosis and tonsillitis outcome was unknown, the ear pain, nasal discomfort and oropharyngeal pain was resolving and the adnexa uteri pain had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, cystitis, cystitis interstitial, dizziness, dysmenorrhoea, dyspareunia, ear pain, endometritis, female sexual dysfunction, gastritis, headache, madarosis, menorrhagia, metrorrhagia, migraine, nasal discomfort, oropharyngeal pain, ovarian cyst, pelvic pain, tonsillitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of dermatitis, the first episode of fatigue, the second episode of dermatitis and the second episode of fatigue to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Diagnostic results: on (B)(6) 2012, blood test fro pregnancy was negative. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Treatment drugs added. Events abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), fatigue, gastritis, urinary tract infection, interstitial cystitis, migraines, headaches, pain, dermatitis, right ovarian cyst, vaginal discharge, metrorrhagia, dizzy, inflammatory changes consistent chronic endometritis, dermatitis, hair loss, thinning of eyebrows, ear pain, nose problems, throat pain, constant pain in tubes and ovaries, tonsel and essure confirmation test: no on 4-apr-2018: fu1 and fu2 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), fatigue ("fatigue"), cystitis ("bladder infections") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterosalphingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, fatigue, cystitis and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, fatigue and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.